Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a preventative maintenance performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit's top display was found damaged. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional customer cotact information: name: (B)(6), occupation: biomedical engineer a getinge field service engineer (fse) replaced top cover, this corrected issue. Device passed safety and functional tests and was returned to customer and cleared for customer use. The defective components were received for further investigation. The following was performed by (B)(6), technician of the maquet failure analysis and testing wayne, nj (B)(6). The failure analysis and testing department received the following parts associated with this complaint: top cover this part was received with a reported unit failure message of damaged top cover. Performed visual inspection of this part received and observed top cover has crack on it. Please see attached picture. Retaining top cover in the fat dept., as per procedure (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.